Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, successfully resolving the issue, and it was determined that the customer could continue using the pump. The caller was advised to reach out again if the malfunction recurred, and they acknowledged this guidance.